Event description:
On 2/22/95, this 72 yr old female who presented to the ER with severe dehydration sustained a cardiac arrest. During acls the metal plate on the adult paddle adapter shoe became dislodged. The plate was immediately reattached without resultant pt harm. The defibrillator function was not affected.